Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 21 mg/dl while being in manual mode. Customer did not mention how the low reading was treated. Customer stated the insulin pump shut off in the morning and could not go back into auto mode. Insulin pump had multiple pump error alarms but was able to successfully clear alarm and complete rewind process. Displacement test and self test were performed and passed. Customer declined low blood glucose troubleshooting. The insulin pump will be returned for analysis.